Event description:
It was reported that this patient experienced chest pain that correlated with a stored atrial tachy response (atr) episode in this implantable cardioverter defibrillator (ICD). It was noted that the patient's heart rate reading was 200 beats per minute (bpm). It was also noted that this patient has a history of short atrial tachycardia. Technical services (ts) analyzed device episode data and determined that the device operated as programmed. Ts advised seeking the opinion of the following electrophysiologist. Later, this patient experienced an episode of supraventricular tachycardia (svt) where this ICD delivered an inappropriate shock. It was noted that the patient will undergo an svt ablation. No additional adverse patient effects were reported. Currently, this ICD remains in service.